Event description:
Hosp reported a case of pt reaction treated as "septic arthritis." Cultures taken were negative for staph. Contact reported that the problem was at the tibial site. The graft was harvested from the pt. The site was flushed to prevent further complications. However no further action has been taken at this time. Hosp made no direction connectiion between the pt reaction and the use of the mitek device, however as minor intervention occurred an MDR is being filed to document this event.

Event description:
Mitek report (1221934-2002-00099 device #2)